Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2011 - pt underwent retropubic urethropexy with tension free tape. During this procedure a bard soft mesh was placed for the treatment of mixed urinary incontinence. The following was reported to davol by the pt's attorney: it is alleged that the pt was implanted with a bard soft mesh, used as a bladder sling, the treat mixed urinary incontinence during a retropubic urethropexy with tension free tape procedure performed on (B)(6) 2011. The attorney's report alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that in 2011 the pt underwent retropubic urethropexy with tension free tape. During this procedure a bard soft mesh was placed for the treatment of mixed urinary incontinence. No specific device failure has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional info. A mfg related cause for the alleged event. Additionally, no sample has been returned. This MDR includes all pt, event, and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.